Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial arrhythmia episodes resulting in early termination of stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.